Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc freestyle libre 2 reader would not turn on with neither button press nor test strip insertion, due to exposure to moisture. The customer subsequently experienced a loss of consciousness, and was taken to a hospital. The customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.